Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this implantable lead had dislodged during a non-related cardiac procedure. The patient later underwent a replacement procedure and this product was explanted and replaced. No adverse patient effects have been reported.